Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, capsular contracture baker grade unknown, rupture.

Event description:
Patient reported left side "intracapsular rupture" via us report. The events of ¿highly suspicious for an invasive breast malignancy¿, "self-detected left breast cancer" and "irregular spiculated mass left breast 12 o¿ clock, highly suspicious for an invasive breast malignancy" is not device related. Biopsy was performed on the mass. Device was explanted.